Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is arketed in the united states.

Event description:
Information received by medtronic indicated that the insulin retainer ring was displaced. The customer stated that the reservoir does not lock into place. Customer did not know if the insulin pump dropped or not. Customer stated they experienced high blood glucose. Blood glucose reading was 22.2 mmol/l at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = missingdevice passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. Thus and care link software was utilized and downloaded trace/history files properly. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing. The motor was tested outside of the device on the ngp stb3 and passed. Device received with serial number label fading, pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads during the visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = missing. Customer reports the pump o-ring is displaced and hospitalized for high bg on (B)(6), 2021. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. Thus and carelink software was utilized and downloaded trace/history files properly. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Pump received with serial number label fading, pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Pump was returned with allegation of displaced o-ring. Test analysis found the pump had a detached retainer ring and missing o-ring - other types of damages documented above. Damage (physical or cosmetic) is confirmed. Reservoir unable to lock into place is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.